Event description:
It was reported that during central processing, the needle driver would not move in all directions. There was no report of patient involvement. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting instrument not moving in all directions, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture cut needle driver was analyzed, and the complaint was not confirmed by failure analysis. Intuitive has received the part associated with this complaint and completed investigations. The mega suture cut needle driver instrument was placed and driven on an in-house system. The mega suture cut needle driver passed the recognition and engagement tests. The mega suture cut needle driver moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no grip misalignment or issues with needle handling. The mega suture cut needle driver instrument was fully functional. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation not reported by site: signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. Common causes of the failure mode corroded instrument bearings are typically attributed to mishandling/misuse. The probable root cause of not moving in all directions cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the instrument found the reported issue could not be reproduce or confirmed. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported event. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the needle driver instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.